Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept alarming her with errors but she cannot remember them. The customer's blood glucose level was unknown. The customer stated that the buttons were not always working. They stated that she had to press the act button a couple dozen times for it to work. The customer stated that the time advanced. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.